Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced infection in the left eye (os) at 2 week post op exam. The patient¿s chief complaint was of pain, blurry vision and light sensitive. Pre-op; best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/15 -1.75 x -1.50 x 103; left eye pre-op 20/15 -1.75 x -1.25 x 75.